Manufacturer narrative:
Complaint conclusion: during the prep of the 5mm angioguard prior to treatment of a right internal carotid artery stenosis, a kink was observed at the tip of the deployment sheath. The angioguard could not be loaded into the deployment sheath, and during product analysis, it was detected that two of the marker bands of the filter basket struts were moved from their original location and the distal tip coil was unraveled/stretched. The device was prepped according to the instructions for use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. The torque device was locked onto the guidewire. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath, but a kink could be observed at the tip of the deployment sheath. The physician changed to another one to complete the procedure. The complaints were not confirmed as analysis of the returned product found no kinks in the delivery sheath. The filter basket was able to be fully loaded into the delivery sheath. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the event. However, the product issues found during analysis may have been caused during shipping, storage, or handling of the returned unit. One non-sterile angioguard rx was received coiled inside a plastic bag which contained delivery wire, delivery sheath, capture sheath and torque device. The delivery wire was inside the delivery sheath and the torque device was attached to the proximal end of the delivery wire. The filter basket was semi-loaded into the delivery sheath. The capture sheath, delivery wire, delivery sheath and the filter basket presented no visual anomalies. The coil tip presented a bent at 1.4cm from the distal end. The filter basket and coil tip were observed under the microscope. Two of the marker bands of the filter basket struts were moved from their original location and the coil tip presented a stretched section on the proximal end. No other anomalies were noted. Sem analysis showed that two marker bands had moved from their original positions; however, traces of the polymer used to keep them in place can still be observed in the struts and in the marker bands. The root cause of the failure could not be conclusively determined. Functional analysis was performed and the filter basket was successfully loaded into the delivery sheath. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as deployment (delivery) sheath kink/bent was not confirmed since the deployment sheath was completely inspected and no kinks/bents were found. The failure reported by the customer as delivery system loading (docking) difficulty into delivery sheath was not confirmed since the filter basket was fully loaded into the delivery sheath during the functional analysis. The damage found on the coil tip could not be conclusively determined, it is possible that an excess of force was applied during preparation. The cause of the marker bands on the filter basket struts moved from its position could not be conclusively determined, however, the sem analysis results indicated that the filter basket struts shows evidence that the marker band were placed in the correct position. The analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; therefore, no corrective action will be taken at this time.

Event description:
During prep of the 5mm angioguard prior to treatment of a right internal carotid artery stenosis, a kink could be observed at the tip of the deployment sheath, the angioguard could not be loaded into the deployment sheath, and during product analysis it was detected that the distal tip was stretched and two of the marker bands of the filter basket struts were moved from their original location. The device was prepped according to the instructions for use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. The torque device was locked onto the guidewire. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath, but a kink could be observed at the tip of the deployment sheath. The physician changed to another one to complete the procedure. The device will be returned for investigation.